Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box showed several unexpected pump reboots. During a visual inspection of the pump, the battery compartment and battery cap were undamaged. The battery cap was able to fit securely and maintain an electrical connection. The cap contact measurements were within specifications. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ez-prime steps were performed correctly with no power interruption occurring during the investigation. The product performed within specifications and was unable to duplicate the intermittent power complaint. The pumps cover was removed and there was no intermittent condition found to the power circuit. (B)(4).